Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console was not reading the pressure properly. The customer replaced the iab, but the same issue occurred. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report will be submitted for the first iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4). No decon or visual inspection performed since product was not returned. The product was not returned and so could not be evaluated. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console was not reading the pressure properly. The customer replaced the iab, but the same issue occurred. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report will be submitted for the first iab.